Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that prior to implant, the helix was tested and would not extend. The lead was not implanted.